Manufacturer narrative:
Submitted: 11-jul-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 09-jul-2019. With the following findings: device evaluation: on investigation, the up and down arrow buttons were found to be unresponsive due to contamination under the button contacts.

Event description:
The pump was returned for investigation. Investigation revealed a keypad/button issue. This report is made based on results of investigation completed on 09-jul-2019.